Event description:
It was reported that the patient presented for a cardiac catheterization procedure. During the procedure, the right atrial lead dislodged. The physician opted to replace the ra lead; a new lead was successfully implanted. The patient was in stable condition. Further information was requested but not received.